Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. Device analysis determined that while implanted the device recorded the low voltage code 1003 and confirmed premature battery depletion.

Manufacturer narrative:
The returned implantable device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Using historical daily battery voltage measurement data, engineers determined that the daily battery voltage measurements displayed a pattern of steady and rapid discharge. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Based on the memory log the device battery voltage and the power usage was normal while implanted, all therapy was available while implanted. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.